Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device could not be communicated via the rf telemetry. The patient was asymptomatic. The patient was brought into clinic on (B)(6) 2018, and the rf telemetry worked normally as expected. No further intervention was performed. The patient will be followed up normally.